Event description:
It was reported that during the procedure, resistance was encountered when inserting a coil into the subject microcatheter and it was discovered that the distal tip of the microcatheter was broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter was seen to be kinked/bent at 25.4cm, 60cm and 132cm from the hub. The catheter shaft was stretched and the catheter hub and tip were intact. There were no breaks present on the catheter. A functional inspection was performed for the reported catheter friction. The catheter was flushed and a 0.0158" patency mandrel was advanced through the catheter with friction felt in areas of damage. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The product was returned. The reported defect catheter shaft friction was confirmed based on analysis of the device. The reported defect catheter tip broken/fractured during use was not confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was analysed. The catheter shaft was found to be kinked and stretched. There was friction felt advancing the patency mandrel during analysis. The catheter tip was not fractured. The as reported catheter tip broken/fractured during use will be assigned not confirmed as the catheter tip was not fractured. The as reported and as analyzed catheter friction as well as the as analysed catheter shaft kinked/bent and catheter shaft stretched will be assigned procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure, resistance was encountered when inserting a coil into the subject microcatheter and it was discovered that the distal tip of the microcatheter was broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.